Event description:
It was reported that the tip of the implant holder broke off while the implant was being inserted. The tip was stuck to the implant, so the surgeon used another device to remove the implant and the broken tip. Another device was then implanted, and the procedure was completed successfully. No pt injury was reported. All broken pieces were removed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been rec'd and evaluated. The mfg records were reviewed and no complaint related issues were found. The broken threaded tip was found to be jammed in the synfix implant. It was possible to remove the broken off threaded portion out of the implant holding thread. The thread was checked and found to meet our specifications. The surface area around the thread showed unusual wear and marks. It was not possible to identify whether they were caused during implantation or during the attempt to remove the broken spindle. We suppose that the holding spindle broke off due to mechanical overloading.